Event description:
It was reported that a venotomy closure of the right common vein was attempted with 2 prostyle devices using an 11f sheath after a pulmonary vein isolation and left atrial appendage occlusion procedure. Reportedly, with both devices, the knots failed to advance and remained at the exterior of the skin. The sutures were removed and a new prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it is likely that the device was positioned sub optimally within the subcutaneous tissue. In such a position, adequate tension is not maintained on the suture loop, which is necessary to allow the knot to advance along the rail. Instead, the rail may pull through the knot, resulting in a reduction of the loop diameter rather than forward knot advancement. Under these conditions, the knot may remain at or near the skin level. In patients with minimal subcutaneous tissue, it is also possible for the knot to be deployed above the skin surface. In this scenario, resistance may be encountered at the skin interface, limiting knot advancement. While additional force may potentially overcome this resistance, there is an increased risk that the suture could disengage from the vessel, particularly in the presence of friable tissue or marginal vessel capture. Additionally, it is possible that the knot was inadvertently tightened prematurely due to tension applied to the non-rail suture limb, which could further contribute to impaired knot advancement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.